Event description:
Reported as "suspected erosion but actual perforated ulcer without erosion, band removal" further follow-up findings with the surgeon noted that this event was not device related. There appears to be no manufacturing nonconformance or device failure. Operative/procedure reported, "postoperative diagnosis: intra-abdominal infection and possible perforated ucler. In the area, just below the band, really within the body of the stomach, there was quite a lot of adhesions of the omentum over that, and this looked to me like possibly a perforated ulcer, and I hypothesized that was what was causing the problem". This event was initially not considered reportable due to the physician's report that the event was not product related. Further discussion with the FDA regarding this event notes that inamed's approach to complicance is to resolve all doubt in favor of reporting and provide information to the FDA for trending purposes.